Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer's insulin pump had a button error alarm. Customer's blood glucose was 190 mg/dl. Customer had the button error alarm on (B)(6). Caller stated that the alarm did not occur right after exposure to moisture. Caller stated that a button was not pressed for longer than 3 minutes. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan.